Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a open book image on the screen. The customer¿s blood glucose was 201 mg/dl. Troubleshooting was done for open book image. Customer mentioned that he was ran, and the insulin pump might got into water damage as he was worn it in the swimming pool. Customer reported they received battery cap error prior to the open book image on the insulin pump screen. Customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.